Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent inguinal hernia repair on an unknown date and mesh was implanted. Approximately one week following the procedure, the patient experienced recurrent hernia. The patient underwent a second surgical procedure. Additional information has been requested.